Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Customer¿s blood glucose level was 551 mg/dl. A manual insulin injection was administered to address bg level. The customer reverted to an alternate method of insulin therapy.